Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a remote transmission an episode consistent with right ventricular (rv) lead t-wave oversensing (twos) was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.